Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification system pre-test. The customer does not want to move forward with any repairs therefore no further work was performed. The root cause is not confirmed at this time. The system does not meet the specification for the performed service and is not returned to use.